Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing delays when interacting with the pump touch screen. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the issue was resolved.